Manufacturer narrative:
Bm 3m was successfully explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Day after implant, patient started feeling stabbing pains and had high blood pressure. The skin area around incision is red, possibly oozing. She is having breathing problem. She has been seen in the ER and her physician is aware of the situation. Device remains implanted.